Event description:
A zoll distributor reported that a (B)(6) female pt had developed a rash underneath the front therapy electrode. The rash became abscessed and the pt was hospitalized. The abscess was being treated with antibiotics. The pt discontinued use of the lifevest.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.